Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain and lumbar radiculopathy. It was reported that the patient programmer showed poor communication. The patient was also unable to communicate with the recharger. She kept getting poor communication. The last time the patient felt stimulation was on (B)(6) 2016. The patient could not charge since (B)(6) 2016. The last successful recharge session was unknown. The patient was to follow-up with a healthcare professional. The last successful recharge session and reason for not charging were unknown. The patient was to follow-up with a healthcare professional. The patient requested that a manufacturer representative (rep) be contacted. Additional information was received from the patient. It was reported that the patient had not heard from the rep as of (B)(6) 2016. The patient wanted to meet the rep at the doctor's office. The patient's back was really starting to hurt since (B)(6) 2016 after therapy, and the patient was to go back to therapy on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.